Manufacturer narrative:
Lifescan has requested the return of the subject test strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 9, 2007, the lay-user/reporter (pt's wife) and a pharmacist/reporter contacted lifescan france alleging that a one touch ultra meter had read inaccurately high. The pt's wife was not sure when the alleged meter issue started but believes it was around thirteen days earlier. On the day of the event, the pt tested his blood glucose with the reported meter and got a result of "391 mg/dl. " at the same time, the pt reportedly used a sample from the same finger and tested himself with a backup one touch ultra meter. The pt obtained a 2nd blood glucose reading of around "200 mg/dl. "Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The pt's doctor had given him instructions to take up to 4 extra units of insulin if his blood glucose was higher than 250 mg/dl. Based on the "391 mg/d" results, the pt took 18 units of "insuman combi 25" insulin. His usual dose is 14 units. An unspecified time later, the pt started feeling weak, and was trembling and sweating. The pt administered self-care by eating pastries and sugar. He felt better a few minutes later. The pt's wife was unable to provide add'l info. During troubleshooting the pharmacist performed control solution tests with the reported meter and the backup meter. Both meter passed a control solution test. However, the reported meter failed a 2nd control solution test high. The pharmacist obtained a control reading of "133 mg/dl" with control solution range of "99-132 mg/dl." The test strips were replaced. This complaint is being reported due to the following conclusion: the pt performed a meter to other meter comparison that did not meet lifescan's criteria for accuracy testing. The pt further claimed that based on the result obtained on the reported meter, he took insulin and then developed symptoms suggestive of hypoglycemia. The pt ate food in order to raise his blood glucose and feel better.